Event description:
Leakage from various locations on the medtronic becker evds (external ventricular drain system). Leakage was noted at connection sites and below the drip chamber. Luer locks have unexpectedly disconnected, causing breaks in sterility. This defect places all involved patients at risk for infection, therefore close clinical monitoring has been implemented.